Event description:
Philips received a complaint from the customer reporting a misalignment of the touch position on the v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse determined the issue could not be resolved with calibration, therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touchscreen passed all flex cable resistance verification and resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen. The pil investigation resulted in a no fault found conclusion.